Event description:
The customer stated that after calibrating with the iron/magnesium calibrator, lot 54187m200 on the architect c8000 analyzer, the magnesium quality control values were too low. The abbott customer technical advocate informed the customer of the customer letter that addresses this issue and gives the correct cal 2 value. The customer applied the correct calibration value and ran another calibration and controls. The customer stated that this resolved the magnesium control values, but affected the iron controls. The customer requested a new lot of calibrator. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in progress. A final report will be submitted when the investigation is complete.